Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was due to pain and patient anxiety. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing left side "pain around implants," and anxiety about stopping "cancer treatment, believing that was the cause" of symptoms. "{patient} had "many visits, all denying" or "lack of knowledge" surrounding "breast implant illness." The device has been explanted.